Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was having an outpatient procedure and received an inappropriate shock. The inappropriate shock was due to the procedure causing the right ventricular (rv) lead integrity alert to trigger due to high rate non-sustained episodes and short v-v intervals. It was noted that device detection was not suspended at the time of the procedure. However, after the rv led integrity alert the detection was suspended on wired programmer interrogation. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.